Manufacturer narrative:
Compromised force sensor alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was unknown. After troubleshooting, customer continued to receive a no delivery alarm. Customer was advised that insulin pump would need to be replaced.